Event description:
This rv lead was implanted on (B)(6) 2015 and remains implanted at this time. In a product experience report received on (B)(6) 2018, this rv lead exhibited an out of range impedance measurement of >200 ohms on (B)(6) 2018. Cardioversion will be arranged in the near future and lead will be checked in 3 months to monitor high voltage lead impedance. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6), canada. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).